Event description:
I have been using the libre 3 cgm for about 3 weeks and consistently get blood glucose readings 20 to 50 points higher than my glucometer. I have contacted the company several times to remedy this problem, only to be told to change the sensor twice.in about 3 weeks. This problem is extremely dangerous for diabetics who rely on accurate reading to care for their diabetes. Since the FDA has approved this mechanism for the sole reason to help to accurately and safely cheap control diabetes, I feel strongly you should reevaluate this companies product and reliability for the safety of the diabetic public.